Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was reported to be 130 mg/dl. There was no impact to the customer's blood glucose level. It was indicated that an injection would be taken via an insulin pen to ensure that insulin delivery is not interrupted.